Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a knee osteoarthritis surgical procedure, it was observed that the battery reciprocator device stopped working. According to the reporter, the surgeon replaced the battery and the case, but it still did not work. It was reported that there was a thirty minute delay to the surgical procedure. It was not reported if a spare device was available for use. It was reported that the surgery was completed successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date received by manufacturer was inadvertently documented as 6/4/2018 in the previous report. Upon complaint review, it was determined that the date received by manufacturer was 7/13/2018, which was the date the investigation was completed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering the device and determined that the device gearbox was heavy moving, jammed and seized, and thus could not achieve the required values. It was further determined that the interior of the device had residue found only on one side which caused the residues to accumulate in the ball bearing and block it. Both findings were observed in photos. It was determined that this damage occurred when the device was laying on one side for a long time in a liquid, which led to the conclusion that the device has not been reprocessed according to the instructions for use. It was further determined that the device failed pretest for functional test and check oscillation frequency. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.